Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
A thorough investigation was unable to be performed to determine the cause of the reported problem. The customer declined service and support from philips and used a third party for repair. There have been no similar issues reported at the site.